Event description:
Additional information showed the patient had their device replaced. The replacement surgery went well. No patient injury was reported.

Event description:
It was reported that a lead revision was done due to a lead migration. During the revision, the device was interrogated to determine whether to replace the device at that time. The battery was determined to be "okay," however, approximately 6 days later the patient reported an eri screen on their programmer. Another revision was therefore necessary to replace the device but had not been scheduled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model unk lot # unk implanted: unk explanted: unk.